Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of an abnormal rise in ventricular pacing lead impedance. The patient also experienced exit block. This device is involved in a product advisory.